Event description:
Patient presented to the physician with a suspected hematoma at the ipg site and drainage from the neck incision. Physician brought the patient into the operating room, opened the chest incision site, and found pus in the pocket. Cultures were taken and results returned positive for infection. Physician removed the entire inspire system, flushed the pocket, and closed. The physician prescribed antibiotics after the procedure was completed.